Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital due to an infection of the left axilla incisional area. It was noted that the wound had opened and was draining. The patient was having moderate pain. The patient was given antibiotics and surgical intervention occurred the following day where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. No additional adverse patient effects were reported.